Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate profile 350cc saline prostheses placed experienced bilateral deflation post procedure. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-00225 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2022 mentor became aware that an erroneous statement was placed in h10 of the supplemental report submitted on that same date. The incorrect statement is as follows: on (B)(6) 2022 mentor became aware that the contralateral prosthesis was explanted and replaced on (B)(6) 2022. The correct statement is as follows: on (B)(6) 2022 mentor became aware that the contralateral prosthesis was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed according to the mentor procedures, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was received on (B)(6) 2022. The deflations, previously reported as bilateral, was only right sided. On (B)(6) 2022 mentor became aware that the contralateral prosthesis was explanted and replaced on (B)(6) 2022. On (B)(6) 2022 mentor became aware that the contralateral prosthesis replaced due to capsular contracture. Manufacturer¿s reference number: (B)(4).